Manufacturer narrative:
A covidien customer support engineer (cse) evaluated the device and verified the reported malfunction. The cse replaced the graphic user interface (gui) liquid crystal display (lcd) panel. This resolved the customer reported issue. The cse then performed the extended self test (est) and all tests passed. Covidien reference: (B)(4).

Event description:
A report was rec'd from the USA stating that an 840 ventilator experienced a malfunction. The top display on the device went blank. The malfunction did not occur during patient use. The date of the event is unknown.